Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a high watt alarm on their ventricular assist device (vad). The patient presented to the clinic with a suspected pump thrombus. The patient received lysis therapy. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿high power¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning (B)(6) 2018 to parameters above the normal operating range. 32 high watt alarms were logged since (B)(6) 2018. It was reported that lysis therapy was given to the patient. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.